Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not receive audible low battery and insulin alerts as expected. There was no reported adverse impact to the customers blood glucose level. Tandem technical support (cts) reviewed the pump history and verified the pump declared low battery alerts/alarms as expected. Cts assisted the customer in re-saving the pump sound settings. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.